Manufacturer narrative:
Due to character limit in block e1 event site name is (B)(6). The device is not available to be returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) experienced a catheter rupture. Unfortunately, the patient did not survive.

Event description:
It was reported that the intra-aortic balloon (iab) catheter experienced a rupture. Unfortunately, the patient did not survive.

Manufacturer narrative:
Updated fields: b4, b5, d8, d9, g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings and investigation conclusions), h8, h11 corrected fields: d7a. The iab was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The sheath hub was over the membrane. The sheath tubing appears to be broken off from the sheath and not returned. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and a leak was detected on the membrane approximately 1.3cm from the rear seal measuring 0.013cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record ID #(B)(4).